Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "breast implant would not pass through funnel"

Event description:
Healthcare professional reported via company representative "breast implant would not pass through funnel."